Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after 7 days of wear. Customer further reported she experienced "sweating, staggering and hypoglycemia shock" and her friend treated her with glucose tablet 10 mg and a soda. A reading of 43 mg/dl was obtained on an unspecified meter. Customer self-presented to an emergency room, where she was diagnosed with hypoglycemia and treated with unspecified medication via IV and "13 units of insulin". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after 7 days of wear. Customer further reported she experienced "sweating, staggering and hypoglycemia shock" and her friend treated her with glucose tablet 10 mg and a soda. A reading of 43 mg/dl was obtained on an unspecified meter. Customer self-presented to an emergency room, where she was diagnosed with hypoglycemia and treated with unspecified medication via IV and "13 units of insulin". There was no report of death or permanent injury associated with this event.